Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Two unpackaged ar-613-41, batch 67251331 drills were received for investigation. Visual inspection identified the presence of chipping and surface damage across both of the drill flutes. A review of the manufacture date associated with the complaint batch identified that the drills had been in service since 2013. As such, the observed condition is consistent with wear and tear damage accumulated over repeated usage.

Event description:
It was reported that ar-613-41 is worn and needs to be replaced.